Event description:
It was reported that this right ventricular (rv) lead was capped due to helix issues when extending and retracting. No additional adverse patient effects were reported. No additional adverse patient effects were reported.